Event description:
Dual chambered infusion pump used to deliver medications to pt. Tubing became crossed and pt received increased doses of the wrong medication. Pt lapsed into unconsciousness and later expired.